Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt mentioned feeling stim at the implant site from the beginning rather than in the bicycle seat area. Pt states they are experiencing frequency and leaking and they want to know if they should be turning stimulation up. Caller states they have tried switching programs which seems to work for a day or two but then they go back to having trouble. Troubleshooting was unable to be performed as caller states they were already familiar with how to change programs and adjust stimulation. Patient services reviewed therapy expectations. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp  no further complications were reported/anticipated at this time.